Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that an "eo7" warning occurred and the unit had a burning smell. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no delay or adverse consequences to the pt.